Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead introducer sheath had a small leak. This lead introducer was never in service, and a new introducer sheath provided and used. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead introducer sheath had a small leak. This lead introducer was never in service, and a new introducer sheath provided and used. No adverse patient effects were reported.